Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Cook was informed on 17mar2020 of an event involving a flexor ureteral access sheath and dilator. While treating a patient for kidney stones, the surgeon noticed that the lining to the sheath had peeled off in a strip. He then had to retrieve it from within the patient. There was no need to place another access sheath as it was the end of the procedure. There was no harm to the patient as a result of the event. Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one open package containing a flexor ureteral access sheath for investigation. Visual examination confirmed an access sheath and dilator were received assembled together and in used condition. Customer reported removing a portion of the sheath lining from the patient, but retrieved segment of the lining was not returned. During removal of the dilator from the sheath transition through the sheath felt gritty. The sheath length measured 34cm, and the dilator length measures 40cm. Under magnification scratches and aq coating were visible on the dilator. Inside the sheath¿s distal tip, scratches were visible on the sidewall. In addition, scratches were visible at the proximal entrance into the sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: never use undue force for placement of this device. Never use undue force while releasing the wire in the rapid release technique. To reduce the likelihood of trauma, use the rapid release technique once per device. During placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is recommended for best performance. A visual examination of the returned device confirmed the reported damage is consistent with clinical use. A functional test found the transition of the dilator within the sheath to be gritty and unsmooth. The transition between the sheath and dilator is inspected on each device and would have been noticed prior to distribution. There is no evidence to suggest the complaint device was not manufactured to specifications prior to distribution. The damage most likely occurred by coming into contact with another device during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure using a flexor ureteral access sheath and dilators, the lining of the sheath peeled of in a strip. The peeled off material had to be retrieved. The surgeon had to 'fish it out'. There was no need to use another sheath because this event occurred at the end of the procedure. No additional procedures were required. There were no adverse effects reported due to the alleged malfunction. Additional information has been requested. At this time, no other information is known. A follow up report will be submitted if additional details requested are received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 31mar2020. The physician was removing a larger stone that required lasering for quite some time. The complaint device was being used concomitantly with a digital olympus ureteroscope. After the device fragment was removed using an unspecified flexible ureteral grasper, stent was placed as planned.